Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent totally thoracoscopic ablation procedure. The patient had prior open-heart surgery and four previous catheter ablations that left significant adhesions. The procedure was completed, including using two mlps to ablate the roof and floor lines through the adhesions. On post-op day thirteen (13), the patient presented to another hospital with bloody emesis and complaints of pain. A CT scan and barium swallow were obtained, but inconclusive. The patient was transferred to the operating hospital and a repeat CT showed a collection of air in the region of the esophagus and posterior left atrium. The patient was taken to the operating room, where an atrio-esophageal fistula (aef) was identified. The aef was repaired with sutures, but in the post-operative period the patient developed a coagulopathy, for which six units of platelets were transfused. The patient expired that night. This event is the result of a procedural complication, and no device malfunction was reported.